Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a 19mm aortic valve was explanted and replaced with another 19mm valve after an implant duration of 6 years, 8 months due to calcification, degeneration, pannus, motion restricted, inadequate coaptation, critical stenosis, and moderate regurgitation. As reported, the patient presented with acute on chronic combined heart failure, small aortic root, and mac and underwent redo-avr with nicks posterior root enlargement with hemashield transannular patch, repair of posterior annulus with bovine pericardial patch, and closure of aorta with hemashield patch. The replacement valve was well seated with normal leaflet motion. There was no regurgitation or peri-valvular leak. The patient was discharged in stable condition on pod #11.

Manufacturer narrative:
H10: additional narratives: updated b5, b7, d4, e4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm aortic valve was explanted and replaced with another 19mm valve after an implant duration of 6 years, 8 months due to calcification, degeneration, pannus, motion restricted, inadequate coaptation, critical stenosis, and moderate regurgitation. As reported, the patient presented with doe and acute on chronic combined heart failure, small aortic root, and mac and underwent redo-avr with nicks posterior root enlargement with hemashield transannular patch, repair of posterior annulus with bovine pericardial patch, and closure of aorta with hemashield patch. The replacement valve was well seated with normal leaflet motion. There was no regurgitation or peri-valvular leak. The patient was discharged in stable condition on pod #11.